Event description:
On removal of the device, the internal bumper became rigid and resulted in a perforatioin of the esophagus which lead to the pt's death. The event occurred approximately 2 years ago. No further info is available at this time due to a pending court case.